Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.